Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial pressure alarms occurred during a routine hemodialysis treatment. The operator discontinued treatment without troubleshooting the alarms or performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide provides adequate instructions for troubleshooting pressure alarms and performing rinseback in the event the alarm cannot be resolved. The patient is currently using a catheter due to previous problems with their fistula. The pressure alarms were most likely the result of inadequate flow with the patient's catheter. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.